Event description:
It was reported that when the mother filled the insulin into the reservoir, the o-ring was moving on side and she did felt the insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.